Event description:
The patient's husband reported the patient's infusion device displayed e5 (end of life) and she switched to her second infusion device on (B)(6) 2011. On (B)(6) 2011, the patient's blood glucose measured under 30 mg/dl. She was approachable but very confused and disoriented. Her husband gave her oral glucose and called for an ambulance. The patient was admitted to the hospital and treated in the intensive care unit and she disconnected from the infusion device. Some time later, her blood glucose increased to 180 mg/dl and she reconnected to the infusion device. Within a few minutes, her blood glucose measured 30 mg/dl. She discontinued use of the infusion device. She believes the infusion device delivers too much insulin. Her normal blood glucose level is 100 mg/dl. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.